Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that approximately 1 month ago (circa (B)(6) 2022), he fell into a 4 foot ditch and he believed he hit his implant. The user is now experiencing a shocking sensation. The user is scheduled to meet with surgeon to discuss re-implantation surgery.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturer_s experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. Although a trauma to the head was reported, a mechanical device damage could not be observed during investigation. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user reported that approximately on 24-apr-2022, he fell into a 4-foot ditch, and he believed he hit his implant. He reported that he believes the implant is now cracked and is causing a "shocking" sensation when he wears the processor (primary and backup processor). The user has shocking sensations only when wearing the audio processor. The user has been re-implanted.

Manufacturer narrative:
Additional information: based on the information and measurements received, a mechanical damage of the stimulator housing, which is typical for a severe external impact to the housing, appears likely. In addition in situ measurements show two channels involved in a short circuit already before the reported impact. However, to determine and confirm an exact root cause of failure cause a device investigation of the explanted device is necessary. Revision surgery is planned in (B)(6) 2022.

Event description:
The user reported that approximately on april 24, 2022, he fell into a 4-foot ditch and he believed he hit his implant. He reported that he believes the implant is now cracked and is causing a "shocking" sensation when he wears the processor (primary and backup processor). The user has shocking sensations only when wearing the audio processor. Revision surgery is scheduled in (B)(6) 2022.